Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 570.6500.0 on the etco2 module was confirmed during log review but not replicated during extensive laboratory testing. The suspect etco2 module was attached to a laboratory pcu and was powered on ten (10) times, to assess its functional state. The suspect etco2 module completed its initialization process each time and did not exhibit any malfunctions. A preventive maintenance task was performed on the suspect device to verify its performance, and no issues or anomalies were found. Error and event logs were retrieved from the returned device to ascertain programming and event details associated with the alleged incident. The date and time of the reported issue were not reported; however, error log review identified the reported error code 570.6500.0 on 15 january 2026 at 7:00 pm. Error log review of the suspect etco2 module showed the malfunction error code 570.6500.0 (OEM_serious_module_error) recorded one (1) time on 15 january 2026 which indicates that the etco2 board took too long to perform an action, the unit was turned off right after the channel malfunction occurred. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Alaris technical service manual etco2 module 8300 series v12.6.0 states on chapter 2 ¿ checkout and configuration the next statement: when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. Contact carefusion authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. According to the bd alaris pcu and pump module technical service manual v12.3.1 (dir 10000367870) through the use of diagnostic hardware testing and software error trapping, the bd alaris¿ system ensures that all hardware and software errors are logged, and the appropriate action is taken. The response for an error code 5xx.6500 is to replace the etco2 board. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error code issue was not determined after extensive laboratory testing. However, based on the presence of error code 570.6500.0 it is possible that there is an issue with the oridion board which is intermittent in nature. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pump module is giving error code 570.6500. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pump module is giving error code 570.6500. There was patient involvement but no harm.